Event description:
Per the audiologist's report, the patient had revision surgery in 2008, due to device extrusion. Reportedly, h-flu was cultured from the operative site. The infection persisted and the device continued to extrude. The patient's device was explanted two months later. No information regarding reimplantation has been made available.

Manufacturer narrative:
This is a final report, filed december 23, 2008.